Event description:
It was reported that the patient experienced a hypoglycemic event with a reported lowest blood glucose value of 39 mg/dl, during which the patient experienced sweating, dizziness, and slurred speech. The patient attempted to self-treat with oral glucose; however, emergency medical services were contacted and administered glucagon to restore blood glucose levels. The patient reported uncertainty regarding the precipitating cause of the event but indicated that insufficient food intake relative to a meal announcement may have contributed. Outcomes included required medical intervention by emergency medical services, with recovery following glucagon administration. Investigation included communication with the patient and review of device data. Investigation of this case revealed insufficient information to identify a specific medical device problem or component failure. It was concluded that the cause of the hypoglycemic event was not established. If additional information becomes available, a supplemental MDR will be submitted.